Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable was twisted and that the device failed its e-field immunity test, also that its label backing was missing. The cable and label were therefore replaced. Product ID: 229047 software analyzer.

Event description:
It was reported that during analysis, it was noted that the radiofrequency programmer head, originally returned as an associated device had a twisted cable, failed a e-field immunity test and had a peeling label. Its cable and label were replaced. There was no patient involvement.